Manufacturer narrative:
Evaluation summary: it would appear that something punctured the plastic pouch and at the same time dented the plastic end piece. This would indicate that the packaging would have most likely been intact before the product was placed in the pouch. It is not suspected that the product was damaged when it was distributed by zimmer; however, the exact geographical location and time the damage occurred cannot be easily determined. Evaluation: as returned, there is a hole in the packaging and there is also a dent in the plastic end piece on the guide wire that is near the hole in the packaging. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.

Event description:
It is reported that the guide wire was opened and a small hole was noticed in the plastic packaging.